Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power on the pump with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings:.during investigation, rebooting observed in the black box on date of reported no power. A low battery warning was confirmed on (B)(6)13 at 1:42am. The rebooting is preceded by a replace battery alarm on (B)(6)/13 3:41am. The voltage in the black box is low. Black box shows the pump was in use for 6 days beyond the reported power issue with no further power issues occurring. There was no damage found to the battery compartment. Battery cap attaches securely to pump. Pump powers on normal. Pump electrical current draws were tested within specification. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump exercised with no alarms or power issues occurring. Pump opened; no damage found to the power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.